Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 120 to 180mg/dl. Customer received test result of 350mg/dl on (B)(6) 2015 and administered insulin accordingly. Patient did not feel well so called for emergency medical services (ems). Blood test performed with result of 50mg/dl. Customer was treated but chose not to be taken to hospital. Back to back blood test performed during call fasting ((B)(6) 2015; 11:47 am) with results of 126mg/dl and 257mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is weak of (B)(6) 2015. Recall test results performed fasting from meter memory: 252 mg/dl (B)(6) 2015 10:02pm, 117 mg/dl (B)(6) 2015 10:00pm, 390 mg/dl (B)(6) 2015 06:01pm, 306 mg/dl (B)(6) 2015 06:00pm, 211 mg/dl (B)(6) 2015 01:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: test strip issue.